Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported feeling fatigue since last check (B)(6) 2015, follow up today the pulse generator exhibited backup vvi mode. The device was explanted and replaced.